Manufacturer narrative:
Investigation results: the distraction pin arrived with broken off tip. Visual inspection was carried out and the fracture surface was viewed. The error pattern and fracture surface is typically for mechanical overstress of a multi axial stress condition of bending and torsion. A material failure or manufacturing error can be excluded. This is the only complaint out of this lot. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caspar distr pin. According to the customer description, it was reported the fragment remained in situ. During surgery, the distraction pin is broken. The tip has remained in the vertebral body. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).